Manufacturer narrative:
H.6. Investigation: four photos showing a total of (B)(4) loose 5ml syringes were received and evaluated. Five of the syringes in the photos were observed to have black foreign matter particles attached to the outside of the barrel and the flange. The foreign matter appeared to be ink and each of the five syringes contained at least one particle larger than level four in size and were rejectable per product specification. Two of the syringes in the photos were observed to have barrel damage. One contained a lengthwise crack approximately 0.75" inside the grad lines. One syringe appeared to have deformations near the bottom with stress cracks present in the barrel wall extending from the zero line to the 2ml marking. The two damaged syringes were rejectable per product specification. Potential root cause for the damage barrel defect is associated with the assembly process. Potential root cause for the ink dots defect is associated with the marking process. DHR was performed on both lots, all visual inspections were performed as per requirement with no quality notifications related to the complaint defect.they were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. H3 other text : see h.10.

Event description:
It was reported that bd plastic non-sterile luer-lok¿ tip syringes were cracked and had ink spots. This was discovered before use. The following information was provided by the initial reporter: syringes - in the whole batch of (B)(4) pieces were found (B)(4) syringes with ink spots. Syringes - in the whole batch of (B)(4) pieces were found (B)(4) syringes with ink spots and (B)(4) cracked syringes (barrel) - in total (B)(4) pieces.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8152921. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-06-01. Medical device lot #: 9168566. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-06-17. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastic non-sterile luer-lok¿ tip syringes were cracked and had ink spots. This was discovered before use. The following information was provided by the initial reporter: syringes - in the whole batch of 12 600 pieces were found 500 syringes with ink spots. Syringes - in the whole batch of 28 000 pieces were found 2350 syringes with ink spots and 300 cracked syringes (barrel) - in total 2650 pieces.